Manufacturer narrative:
This report is for one (1) unknown 3.5 mm cortex screw. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. (B)(4). This report is for one (1) unknown 3.5 mm cortex screw. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent hardware removal surgery on an unknown date due to a broken 3.5mm cortical screw. This was identified post-operatively by an x-ray on an unknown date. The original implant for a distal tibial fracture (right side) was in (B)(6) 2016 (day unknown) which consisted of one (1) unknown plate and ten (10) unknown cortical screws (various lengths). The routine hardware removal consisted of following two (2) 3.5 cortical screws: one (1) 3.5 cortical screw (fully intact) with no product issue, and one (1) 3.5 broken cortical screw in which the head was removed easily but the surgeon decided to leave the remaining part of the screw in the patient. There was no additional medical or surgical intervention and no surgical time delay. There was a planned x-ray taken during the procedure (unknown date). The surgeon finished the procedure successfully. The patient status outcome is good. Concomitant devices reported: 3.5 cortical screws (various lengths) - (part# unknown, lot# unknown, quantity: 8) 3.5 cortical screw (removed intact) - (part# unknown, lot# unknown, quantity: 1) plate - (part# unknown, lot# unknown, quantity: 1). This report is for one (1) unknown 3.5 mm cortex screw. This is report 1 of 1 for (B)(4).